Event description:
As reported via the field clinical specialist, the delivery system would not hold pressure during initial sizing/prep of balloon. The device was not used in the patient.

Manufacturer narrative:
The retroflex3 delivery system was returned for evaluation to edwards lifesciences. An initial engineering evaluation was performed and it was found that the balloon was able to be inflated with the syringe without any observable leaks. A thorough engineering investigation of the reported event is in process. Additional information was received stating that, no fluid leaks were observed initially from the delivery system. However; after several unsuccessful attempts to, inflate the balloon and, maintain proper balloon sizing, a few drops of fluid between the delivery system shaft and the balloon catheter were noted. The stopcocks and the inflation devices were noted to function properly. The system was exchanged for a new delivery system.

Manufacturer narrative:
A full evaluation was performed on the returned device. Visual inspection revealed multiple creases and wrinkles on the balloon component. Functional testing confirmed there was no fluid leak that would have caused incomplete deployment of the valve. The delivery system was prepped per its IFU in order to size the balloon and its fully inflated outer diameter and pressure. A leak was observed between the guidewire (gw) lumen and the y-connector bond, which resulted in an inability to de-air the device; however, the balloon maintained its size when inflated. The balloon diameter was measured at 0, 3, and 20 seconds and all the diameter measurements met the specification per the applicable drawing. Air leak testing did not meet the specification and a red dye test confirmed air was being pulled from the gw lumen when negative pressure was applied. The IFU steps for prepping the rf3 delivery system are to inflate the balloon inside the balloon gauge until it reaches the correct diameter when fully inflated. After the balloon is properly sized the balloon is deflated. The prepping and balloon sizing make it highly likely that the y-connector leak path would be detected before reaching a patient because an air leak would be visually noted when deflating the balloon. Due to the high visibility of this type of air leak to the operator, and the maintained ability of the delivery system to properly place the valve in the event that the clinician did not discontinue use of the product, the potential for patient injury related to this type of failure is considered remote. As such, this complaint is no longer considered reportable.

Manufacturer narrative:
The returned retroflex3 delivery system was tested for leaks. Testing of the device revealed a leak path and the device could not be de-aired. This was not found during the initial engineering evaluation performed on the device, (refer to FDA report number 2015691-2012-18713). This may have occurred due to the device drying in between the initial evaluation and the actual testing of the device. Additional functional tests to confirm the reported event and to determine a possible root cause is pending. The investigation is on-going.